Event description:
Hill-rom received a report from the account stating the patients left siderail will not stay up (siderail not latching). The bed was located at the account. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the siderail not latching due to a siderail latch guard bent not allowing the latch to connect mounting bracket. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician swapped the bed for a known working bed. At a hill-rom service center the technician straightened out latch guard to resolve the issue. Based on this information, no further action is required.